Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with competitor products and the patient has a history of ra and scoliosis. A revision occurred later on due to recurrent dislocations, where a mix of zb and competitor products were implanted. A few months later, the patient bent over and dislocated again, with another revision. The shell and stem remained and a stryker constrained liner and zb ceramic head were placed. A definitive root cause cannot be determined. It is unknown if the off label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 months post implantation due to recurrent dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00877502802 item name bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 lot # 3101747. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.